Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed a high number of sample-related alarms. The investigation did not identify a product problem. The investigation determined the issue was consistent with pre-analytical handling issues.

Manufacturer narrative:
The cobas e 602 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 602 module. The initial result was 44 ng/l. The first repeat result was 56 ng/l. The second repeat result was 44 ng/l.